Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This event involves a legal case in progress or potential litigation. The information submitted reflects all relevant data received. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient death by an attorney was alleged. No other information is known at this time.